Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the outer tube has a dent, the outer tube (thermistor) is broken, scope communication error 104 occurs. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: since the malfunction lines in the vision, was not confirmed during evaluation, the definitive root cause of the reported issue could not be identified the most probable cause for the events the outer tube has a dent, the outer tube (thermistor) is broken, scope communication error 104 occurs was due to stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had lines in the vision. The event occurred during preparation for use. There were no reports of patient harm.